Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load cartridge containing insulin. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, removed pump from case, and was guided through properly filling and loading new cartridge, and issue was resolved when second cartridge was successfully loaded and insulin delivery resumed.